Manufacturer narrative:
The sample clotting time was shorter and the centrifugation force was higher than recommended by the tube manufacturer. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the c 111 analyzer is (B)(6). The customer replaced a probe and the system failed accuracy validation. The field service engineer determined there was loose tubing. After corrective adjustments and re-calibration, the system was performing within specifications. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with total protein gen.2 monochromatic on a cobas c 111 analyzer. The first sample initially resulted in a total protein value of 9.1 g/dl and it repeated as 7.2 g/dl. The second sample initially resulted in a total protein value of 8.2 g/dl and it repeated as 6.4 g/dl.